Manufacturer narrative:
This report is being submitted as part of a system level review; if any additional information is obtained a supplemental report will be submitted. Medical records information review: this event is being reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the products and the event. There is no history of specific malfunction or product being out of specifications. The patient's multiple significant and severe co-morbidities may have resulted in his cardiopulmonary arrest and subsequent death after life support was removed. Plant investigation: the alleged complaint event is considered not confirmed as a sample from the reported complaint event was not made available for evaluation. To complete an adequate investigation a sap sales search was conducted to identify lots sold to the client two months prior and one month past the alleged complaint event. Retrospective record review did not identify any nonconformance reports and/or abnormalities during the production of either lot that could be contributed to the complaint event. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. The event reported on this patient involved five separate products.

Event description:
On (B)(6) 2014 the patient was seen in the emergency room (ER) for lethargy and fever of 104.7. He was taken to the operating room for a cystoscopy and stent placement for an infected ureteric stone. Postoperatively, the patient was admitted to the ICU, and was critically ill with positive fungal blood cultures, as well as acute kidney failure. The patient required intubation, and hemodialysis was initiated. The patient's status slowly improved and he was transferred to a medical unit on (B)(6) 2014. While receiving hemodialysis on (B)(6) 2014, the patient went into cardiopulmonary arrest. He received >35 minutes of advanced cardiac lift support. He was transferred back to ICU. The patient's family made the decision to stop life sustaining measures. The patient died on (B)(6) 2014.